Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a capture a nomaly and intermittent high lead impedance in the bipolar mode. The impedance varied from 1900 ohhms to 491 ohms to 1900 ohms.